Event description:
It was reported that the atrial lead exhibited low impedance and a loss of sensing. The lead was tested via an analyzer, with similar results. The lead was explanted and replaced. The ventricular lead was also examined, and exhibited high thresholds. Multiple attempts were made to reposition the lead with better thresholds, without success. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted, and blood/body fluid was found on the proximal conductor (not obstructed). All insulators were breached cut, and the lead exhibited apparent explant damage. The analyst noted that cross continuity failed because of an insulation breach during explant. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and blood/body fluid was found on the distal conductor (not obstructed). Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The guidetooth was damaged, and the lead exhibited apparent explant damage. The analyst noted that the helix would not extend or retract due to dried blood in the distal conductor.